Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic torn and haptic torn/bent. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -5.0/3.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was explanted in a second surgery (B)(6) 2024 due to elevated iop 35mmhg without pupil block and angle closures(assesed on (B)(6) 2024) and excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).